Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error during testing. The following cosmetic damage was also noted on the device: cracked case at the display window corner, reservoir tube lip, and minor scratches on the lcd screen and reservoir tube window.

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 168 mg/dl. Customer stated that he was trying to bolus but the display wouldn't scroll up or down. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to the customer.